Manufacturer narrative:
Date of event: 2015. Additional information was received that the reason for explant procedure was due to inadequate stimulation. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing pain in leg down into foot, the device made it worse and it actually increased restless leg problem. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain in leg down into foot, the device made it worse and it actually increased restless leg problem. The patient will undergo an explant procedure.